Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic colonoscopy for treatment (hemostasis). The resolution hemostatic clip device grasped the tissue at the intended site, however, it would not deploy off of the catheter. The clinician manipulated the device until it released from the site. The same issue occurred with 3 other resolution hemostatic clip devices during the colonoscopy. Please reference the associated medwatch reports: 6000048-2005-00113, 6000048-2005-00114 and 6000048-2005-00115 (attached). The clinician has reported that there was no additional trauma or bleeding to the site as a result of the failure to deploy. The procedure was completed with another manufacturer's device. The pt condition was noted to be fine. There was no report of death, serious injury or mistreatment associated with this event.